Manufacturer narrative:
The reported issue, filling of saline bag could not be duplicated. The machine was returned to service with no further issue. No parts were returned for eval. The reported issue, filling of saline bag, is addressed by CAPA. A device history record review was conducted and conformed that there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within spec.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time. The reporter indicated that there were no drain obstructions. The issue could not be duplicated and the machine has been returned to service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.